Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2015 with the following findings:on investigation, the pump powered up to a verify screen with reddish contrast. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was discolored. This report is made based on the results of investigation completed on 08/11/2015.